Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, the touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy. Customer's blood glucose was between 54-400 mg/dl.